Event description:
Procedure: lobectomy. According to the report: the product fired properly, but then jaws would not open resulting in a lockdown on tissue. An additional stapler had to be used to fix the problem. This caused damage to a vessel as the face of the jaws would not disengage. This resulted in massive bleeding and an emergency type situation. Tissue damage was reported. The staff used another stapler to continue.